Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 14th of february getinge became aware of an issue with volista devices. As stated by the customer cracks on underside glass of devices appeared. Based on provided photographic evidence we concluded that due to the breakage occurrence, some part could have fallen off devices. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling into the sterile field might be a source of contamination. Devices involved in the event are volista standop (vst66df) with catalog number ardvst229037a. Installation date is (B)(6) 2016. It was established that when the event occurred, the surgical lights did not meet their specification due to the cracked underside covers leading to missing particles, and they contributed to event. It is unknown if devices were being used for patient treatment when the event occurred. During the investigation it was found that the evaluated case has not led to serious injury nor death. The investigation performed by subject matter expert concludes the crack, starting at the edge of the underside fixing point located under the peripheral seal, was caused by collisions or an inadapted cleaning protocol. The underside fixing point located under the peripheral seal is a retention zone, residues of cleaning agent can lead, by stagnation, to a loss of mechanical properties of plastic parts. During the design and the development, of the volista light head, several cleaning tests were carried out, the conclusion of the report cre 15-030 states that no damage was observed to prevent any incident during the surgical procedure, the volista instruction for use IFU 01781 mentions : to perform daily inspections checking that the underside is not damaged. The risk of collision and explains to preposition the device to avoid it. How to clean and disinfect the light heads. This document includes some recommended products and some prohibited products. The volista light head must be used according the instructions for use. To prevent any degradation it is recommended to avoid collisions and to wipe the surfaces we believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 14th of february getinge became aware of an issue with the volista device. As stated by the customer cracks on underside glass of the devices appeared. Based on provided photographic evidence we concluded that due to the breakage occurrence, some part could have fallen off the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling into the sterile field might be a source of contamination. Manufacturer's reference number: (B)(4).